Manufacturer narrative:
A review of the site's complaint history shows additional complaints related to this product. The report submitted under patient identifier (B)(6) (this report) represents the 1st occurrence of the issue on 02-may-2022 while the report submitted under patient identifier (B)(6) documents the recurrence of the issue on 04-may-2022. No image or procedure video was provided for review. Investigation conducted under patient identifier 472787 indicated that an intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and performed a proactively replacement of the e100 generator. Isi received the e-100 generator and failure analysis was unable to identify issue with the returned part. The e100 generator operated as expected during functional testing. Verification via rfe logs confirms the occurrence of a procedure on (B)(6) 2022 matching the documented event details. No further review is required as the logs were reviewed/analyzed as part of the isi tse and isi fse's investigation this complaint is being reported based on the following conclusion: the e-100 generator was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported an issue with the e100 generator and resolved it by connecting the energy instrument into another erbe generator. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the procedure was a gastric bypass (roux-en-y) performed on (B)(6) 2022. It was reported that the issue was identified after they switched the generator on, plugged the vessel sealer instrument, an error message was displayed prompting the user to check energy source. They disconnected and reconnected the instrument and replaced for a new handpiece; however, the issue persisted. Following this, user connected the same vessel sealer instrument into the erbe and this resolved the issue. The procedure was completed robotically with no patient injury. No patient demographic information was provided.